Event description:
It was reported by the contact that the customer received an altitude alarm while sunbathing. The customer's blood glucose level was 109 md/dl. There was a temporary delay in clearing the alarm. Insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.